Manufacturer narrative:
The cause for the discordant sodium (na+) results is unk.

Manufacturer narrative:
Analysis of the log files from the instrument at the time of the first sample presented showed the presence of benzalkonium. The cause for the discordant sodium(na+) results is due to benzalkonium interferences. As per the rapidpoint 500 operator's manual, sodium and potassium results are higher than expected if a sample contains an interfering substance such as benzalkonium. The instrument is performing as intended.

Event description:
Customer reported discordant sodium (na+) results on the instrument. Customer indicated that sodium results were 15% higher than they expected. There was no injury due to this event.